Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous proximal to mid right coronary artery. Two guide wires were inserted and the lesion was predilated with a 2.5mm balloon. One of the guide wires was removed and a 2.5x24mm taxus stent was implanted in the rca without difficulty. The physician then attempted to place another taxus express2 2.5x24mm drug eluting stent, but was unable to cross the lesion. As the physician attempted to retrieve the stent delivery system into the mach1 guide catheter, the guide catheter disengaged and the strut of the stent caught on the tip of the guide catheter and the stent strut was lifted up. The guide catheter was re-engaged and the procedure was completed with a 2.75x24mm taxus stent. No pt complications occurred. Pt status is satisfactory.